Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot number - corrected from 20910j1 to 20906j1. Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported suture break. The analysis indicated a cuff to needle tip detachment occurred in this case. As evidenced by the anterior cuff being returned loose with bent cuff tabs. The complete suture was partially loaded in the device. The posterior needle tip was attached to the cuff. One of the anterior cuff tabs was bent by needle tip detachment. The probable cause of the needle to cuff detachment was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral was attempted using a proglide, with a 6fr sheath, after an interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.